Manufacturer narrative:
The hospital's biomed was seeking dräger's assistance for troubleshooting. Initial log file analysis could confirm the reported issue of ventilator failure; the dräger service team retraced the event to problems with the ventilator motor which was then replaced by the biomed, consequently. The device passed the consecutive tests and could be returned to use. The log was then evaluated in detail by the manufacturer; the assessment confirms the initial expertise. Entries can be found in the logs that indicate speed fluctuations of the ventilator motor which led to a forced shutdown of automatic ventilation in the situation observed by the customer. Based on experience this is related to a worn collector disc that leads to sporadic contact losses between the carbon brushes and the collector. Speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent which enabled the user to finish the particular procedure. For the particular case it has been reported that the device was replaced by another one; no patient consequences have reportedly occurred. Dräger finally concludes that the device behaved as specified upon the wear-and-tear related malfunction of a single component that is designed for a lifetime of 10 years at standard use conditions. The respective unit was produced in january 2010. There is no information available about the number of operational hours of the motor. Based on experience it is however not unusual that devices are operated more frequently than the dräger calculation model which estimates 5 hours/day and 5 days/week.

Event description:
Please refer to initial MFR. Report #9611500-2019-00082.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that just after intubating the patient the apollo unit went into vent failure. The patient was switched to another unit. There was no patient injury.